Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis and vomiting on september 21, 2018. The customer blood glucose level was 551 mg/dl at the time of hospitalized and the current blood glucose level was 105 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. The device will not be return for analysis.